Event description:
Tip of the device broke off into the pt. The device was retrieved from the pt, there was no reported pt consequences.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.